Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 450 mg/dl with strong, fruit breath, extreme drowsiness, blurred vision, polydipsia, polyuria, nausea, symptoms of dehydration, shortness of breath, chest pain, vomiting, confusion and an unspecified level of ketones associated with a damaged pump case and battery life issue. Reportedly, the patient remained on the insulin pump and was hospitalized and treated with IV fluids. During troubleshooting with customer technical support, it was reported that the battery compartment was cracked. It was also revealed that the alarm history indicated that the battery life was less than expected. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a damaged pump case with battery life issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: the battery compartment was cracked on the side from threads to cover and cracked above & below the bumper pad. The black box showed a call service (cs064) alarm on (B)(6) 2016 10:36 followed by partially discharged batteries being installed; deliveries resumed at 01:16. The battery cap was not returned with the pump, so a test cap was used and was able to carefully attach to the pump. Current electrical draws were within specifications. A battery life issue was not duplicated during testing. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and no evidence of moisture or loose components were found inside the pump.